Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29-30 mg/dl. The cause of the low bg was unknown; however, customer was using humalog supplies for over 48 hours. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6)2022 with the issue resolved and no permanent damage.